Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch was sticking. The technician cleaned and lubricated the latch assembly to repair the bed.